Event description:
I have broken out in hives twice, each time I get a new tubing and mask for my c-pap machine. I use a philips dream station. This is the airfit p10 nasal pillow system. I have reported this to the (B)(6) they do not do anything about this. This new order that I received this month I washed thoroughly and still got hives. This equipment comes from (B)(4). I am very concerned about what is put on this new equipment to cause hives. FDA safety report ID# (B)(4).